Event description:
It was reported to st. Jude medica that the ICD was explanted when the pt presented with the ICD in hardware backup mode. The pt had experienced a run of ventricular tachycardia (vt) and no device therapy was delivered. The pt was converted. The st. Jude medical rep later reported that the pt did not require resuscitation. Technical services explanted hardware vvi and the co's recommendation to explant the device immediately.

Event description:
It was reported to st. Jude medical that the ICD was explanted when the pt presented with the ICD in hardware backup mode. The pt had experienced a run of ventricular tachycardia and no device therapy was delivered resulting in the pt requiring resuscitation. The pace/sense portion of the concomitant lead was capped due to insulation damage.